Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. During troubleshooting, the control printed circuit board (pcb) was replaced. After replacement, the device passed all functional, safety, and calibration tests, and was returned to the customer for clinical use. Analysis of the provided device logs confirm the reported issue with the failed pressure transducer test during the puc. The control pcb was returned for further investigation. A visual inspection of the returned part revealed no abnormalities. The pcb was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the puc. After passing, ventilation was performed successfully for 24 hours without generating any alarms or errors. After ventilation, several pucs were performed, all of which were successful. Our conclusion is that the device failed to meet its specifications during the reported event. Upon analyzing the device logs, it was determined that the reported issue might have been caused by one or both of the nozzle units within the gas modules, potentially due to membrane stickiness. Each nozzle unit comprises a membrane, a mouthpiece, and a feather spring, which collectively regulate the gas flow through the gas module. The membrane is pressed against the mouthpiece by the feather spring to control the gas flow. However, the stickiness of the membrane may cause the feather spring to adhere to it, resulting in a delayed release. Despite this, the reported issue could not be reproduced at the manufacturing site, and the nozzle units were not the components replaced during troubleshooting that resolved the issue. Consequently, a definite root cause cannot be established at this time.

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).